Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip revealed that there was evidence of teflon from the guidewire that had scraped off inside of the bushing. This caused the guidewire to bind on the bushing which caused the guidewire to stick in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the leg. Thrombus aspiration was performed with the jetstream xc atherectomy catheter, the catheter got caught up on the wire twice and they were unable to separate the device. The catheter and wire were removed together losing access to the leg. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the leg. Thrombus aspiration was performed with the jetstream xc atherectomy catheter, the catheter got caught up on the wire twice and they were unable to separate the device. The catheter and wire were removed together losing access to the leg. The procedure was completed with a different device. No patient complications were reported.